Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop two nodules in one lung along with experiencing mucus daily. It is unknown what medical intervention has been received by the patient. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.